Event description:
Articulating endoscopic linear cutter misfired during laparoscopic cholecystectomy and laparoscopic appendectomy. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: cut and staple intraoperatively.